Manufacturer narrative:
Other applicable components are: product ID: 924256, lot# 082216517a, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the implanting surgeon could not fix the base of the burr hole cover, they could not "screw see them of the burr hole cover". A different burr hole cover was used. The issue was resolved. There were no symptoms reported. No further complications were reported or anticipated. Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the surgeon did not manage to aim the burr hole cover at the base of the skull.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# 082216517a serial# implanted: explanted: product type accessory - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Device information provided.

Manufacturer narrative:
Analysis of the stimloc component returned found no anomaly with the device. If information is provided in the future, a supplemental report will be issued.